Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device passed all functional testing and successfully passed multiple leakage testing. Review of the device's log file does not add any value since the r series is not designed to record high current leakage results. No fault was found with the device. To prevent future reoccurrence the analog shields will be replaced. No emerging trend based on similar reports